Event description:
In 2008, the patient reported that while changing the insulin cartridge, the plunger became stuck to the piston rod and a small amount of insulin spilled into the cartridge compartment. The patient was able to remove the plunger from the piston rod. He then received an e2 (battery depleted). He was advised to insert a new battery. He stated that he stores batteries in the freezer. He was advised not to store batteries in the freezer. He stated that he would allow the infusion device to sit before inserting the new battery. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.